Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patients reported blood glucose level had rose to 450 mg/dl. The patient reports having no back up method for insulin delivery while waiting for a replacement order of pods due to damaged pods from original order. Once at the hospital the patient was treated with an insulin drip. The patient remains in the hospital at the time of this call.